Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced crimped cannula event within three hours of insertion on(B)(6)2025. The issue occurred with one infusion set and site was patient's abdomen. No further information was available.